Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the ball from the inside of the sleeve is actually missing. Unfortunately, we cannot determine what the exact reason was that led to this problem. We can merely assume that the ball fell out during sterilization and went missing. The investigation of the material and manufacture documents did not result in any deviations from the guideline. No product defects were detected. Therefore, we believe it was an individual case.

Event description:
It was reported that the ball is missing from the holding sleeve. This is report 1 of 1 for (B)(4).